Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that during a device interrogation, loss of capture and perforation were observed. After several attempts, the lead was explanted and replaced. The patient was in stable condition post-procedure.